Event description:
New information received notes that several non-sustained oversensing episodes due to possible myopotential oversensing were observed via remote transmission. The device was reprogrammed. There were no adverse consequences to the patient.

Event description:
New information received notes that the patient presented to the hospital for unrelated respiratory issues. Non-sustained ventricular oversensing due to myopotential oversensing was observed. Programming changes were recommended, but not made at this time. The patient will continue to be monitored.

Event description:
It was reported that non-sustained lead noise was observed via merlin.net transmission. Upon review of stored emgs, potential lead noise was suspected. Patient presented in clinic the following day for isometric testing and pocket manipulation, and noise could not be reproduced. Further troubleshooting revealed the source of noise to be respiratory signals. Reprogramming was recommended. The device remains implanted. Patient condition good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.